Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose that day at or above 600 mg/dl with no signs or symptoms of hyperglycemia. It was reported the patient was treated with insulin via injection. It was reported that the basal delivery history matched the active basal program; however, the total daily dose did not match the active basal program without any known cause for the variation. No medical intervention was required; the patient remained on pump therapy; the pump¿s delivery settings had not been changed recently by a healthcare provider. This complaint is being reported because the reported serious injury was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 2/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings:.no meter was returned with the pump. The black box shows on event date (B)(6) 2016 at 08:22 a routine cartridge change was performed; deliveries resumed at 08:33. On (B)(6) 2016 at 10:07 a por was recorded due to routine battery change; deliveries resumed at 10:13..pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.